Manufacturer narrative:
An event of insufficiency and dyspnea was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated the valve had been implanted for 8 years.

Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
On (B)(6) 2011 a 23mm trifecta valve was implanted. On (B)(6) 2019 aortic valve insufficiency and dyspnea was reported and patient medication was adapted. On (B)(6) 2019, a valve in valve procedure was performed and a 26mm evolut pro valve was implanted. No patient consequence were reported. Additional information was requested. (Clinical study patient ID: (B)(6) - (B)(6) study, (B)(6)).